Event description:
Info received indicates the brake caster continues to swivel if pushed from the side when in brake.

Manufacturer narrative:
The technician replaced the brake caster to repair the bed.